Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch report is for the suspect device used in the mobile system (lot number 278289, expiration date 06/30/2015). (B)(4). The cassette was returned without strips in it, therefore we could not test any suspect product. Cassette returned without strips.

Event description:
Customer reportedly received results of 14.9 mmol/l and 4.1 mmol/l on the mobile system, and a result of 2.9 mmol/l on the aviva system within 10 minutes. The customer felt unwell with these results. She disconnected her insulin pump and was given dextrose. Low blood glucose symptoms improved over the next 30 minutes. No adverse event related to the mobile or aviva system was reported. Requested return of suspect device however the customer no longer has any test strips as the cassette is empty.